Manufacturer narrative:
B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: added method/results/conclusions code 2 for sterilization evaluation. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for ¿partial colectomy¿ were not provided.] (B)(6) 2009 [missing records: records for ¿hernia repair¿ and ¿abscess¿ were not provided.] On (B)(6) 1998:[facility ni]. (B)(6), md. Radiology-CT abdomen/pelvis. History: chronic abdominal pain, nausea, vomiting. Impression: significant mural thickening in region of sigmoid colon with stranding of adjacent mesentery, findings suspicious for diverticulitis. No evidence of abscess formation seen. Mild dilatation of predominantly air-filled colonic bowel loops, most likely relating to associated colonic ileus. On (B)(6) 1998:[facility ni]. (B)(6), md. Radiology-x-ray abdomen. Multiple mildly distended loops of small bowel and colon. No evidence of obstruction. On (B)(6) 2001: (B)(6) medicine center. (B)(6), do. Office notes. Status post partial colectomy, developed incisional abdominal hernia, has become larger. Two days ago was doing a lot of lifting and now states he feels funny in that area. Smoker. Objective: 18 x 18 cm ventral abdominal hernia over the top two-thirds of vertical healed incision. Assessment/plan: ventral abdominal hernia, refer back to general surgery. On (B)(6) 2002 (B)(6) medicine center. (B)(6), md; (B)(6), md. Office notes. Mid to lower abdominal pain. Reoccurring problem recently. Normally follows with dr. (B)(6). Recently referred to surgery for evaluation of central hernia. Had abdominal surgery approximately six years ago and hernia has slowly been occurring since then. Over last several months has had more pain with hernia especially after day of work lifting. Works at wal-mart where he has to lift many heavy loads a day. Pain is different than reflux pain. Objective: abdomen obese with very large ventral hernia. Soft, nontender. Assessment/plan: ventral hernia, appointment next week with surgery. On (B)(6) 2002 (B)(6) medicine center. (B)(6), md, phd. Office notes. Follow up on abdominal hernia, history of borderline elevated sugar. Hernia is symptomatic. Weight is 356. Assessment/plan: abdominal hernia, scheduled for surgery. On (B)(6) 2002 (B)(6) hospitals. (B)(6), md; (B)(6) , md. Operative report. Preoperative diagnosis: large ventral incisional hernia. Postoperative diagnosis: large ventral incisional hernia. Name of procedure: repair incisional hernia with dualmesh. Anesthesia: general. Estimated blood loss: 100 cc. Drains: three separate 19-french jackson-pratt drains. Complications: there were no complications. Operative findings: a large midline fascial defect measuring approximately 15 x 20 cm. Description of procedure: ¿the patient was taken to the operating room and placed supine on the operating table. He was given general endotracheal anesthesia and was prepped and draped in a sterile manner. A midline incision was made in the skin and carried down through the subcutaneous tissue until the hernia sac was identified. The hernia sac was entered. The incision was lengthened and was explored with the findings as stated above. We soon realized that the hernia involved basically his entire previously midline incision. The skin incision was then lengthened inferiorly. The contents of the hernia sac were dissected free. The fascial edges of the defect were identified and cleared of overlying soft tissue. It was obvious because of his massive size that we were not going to be able to primarily close this hernia. We then decided to use dualmesh to bridge the defect. An appropriate piece of mesh was then cut to size and placed in the abdomen below the muscle and fascia layer. It was then circumferentially sutured to the fascia by means of interrupted vertical mattress sutures of 0 ethibond. Once all of the sutures had been placed and ligated, the wound was then irrigated and checked for hemostasis. No bleeders were noted. A 19-french jackson-pratt drain was then placed on top of the mesh and brought out in the left lower quadrant through a separate stab incision. The remaining soft tissue was then closed in the midline over-top of the mesh. Two additional 19-french jackson-pratt drains were then placed above this layer but below the skin. They were brought out through two separate right lower quadrant stab incisions. All three drains were then sutured into place with 3-0 nylon. The skin was closed in two layers with deep subcutaneous interrupted 3-0 polysorb and metallic staples to the skin. The drains were all placed to suction. A sterile dressing was applied. The patient was awakened, extubated and taken to the recovery room in stable condition. The needle and sponge counts were correct x 2. Blood loss was 100 cc. There were no complications.¿ on (B)(6) 2002 (B)(6). Implant record. Procedure: incisional hernia repair with mesh. Specimens: hernia sac. Implant: manufacturer: [handwritten]: dual mesh. Item #: 1dlmc07. Lot #: 01259535. Size: 20 cm x 30 cm. Expiration date: 2007-01-23. Site: abdomen. On (B)(6) 2002 (B)(6). Implant sticker. Gore-tex dualmesh biomaterial. Item# 1dlmc07. Lot# 01259535. The records confirm a gore® dualmesh® biomaterial (1dlmc07/01259535) was implanted during the procedure. On (B)(6) 2002 (B)(6) hospitals. (B)(6), md. Pathology report. Specimen(s) received: hernia sac. Final pathologic diagnosis: tissue from abdomen: consistent with incisional hernia sac with areas of fibrosis. Clinical history: giant incisional hernia. Pre-op diagnosis: incisional hernia. Post-op diagnosis: incisional hernia. Gross description: the specimen is submitted in formalin and consists of three fragments of pink-yellow fibroadipose tissue aggregating 8 x 7 x 2.7 cm. It is serially sectioned revealing no gross abnormalities. Representative portions are placed in cassette a1. On (B)(6) 2002 [facility ni]. Lab. Wbc: 12.6 (3.5-11.0). On (B)(6) 2002 (B)(6) hospitals. (B)(6), md; (B)(6), md. Discharge summary. Discharge diagnoses: incisional hernia, history of partial colectomy for abscess, morbid obesity. Hospital course: complaint of incisional hernia. Noted to have very large incisional hernia. Fascial defect approximately 15 x 20 cm noted and large piece of dual mesh placed to close fascia. Postoperative course uncomplicated. Admitted to floor. Postoperative day #1, diet advanced without difficulty. Had three jackson-pratt drains following surgery, one on top of mesh, two in gutters in the subcutaneous tissue. The jackson-pratt drain adjacent to mesh removed prior to discharge. Sent home with instructions of recording jackson-pratt drains #2 and 3 output on bi-daily or daily basis return to clinic with record and wound check. On (B)(6) 2004 (B)(6) medicine center. (B)(6), pa-c; (B)(6), do. Office notes. Stomach bloated, cramping. Worse in left and mid-epigastric periumbilical area. Diabetes have been well controlled. Objective: morbidly obese. Assessment/plan: abdominal pain unknown etiology. Blood work, x-rays pending. On (B)(6) 2004 (B)(6). Radiology-upper gi exam. Impression: small hiatal hernia. On (B)(6) 2005 (B)(6) medicine center. Office notes. Follow up emergency room visit, for headache and intestinal bloating. Symptoms for about two weeks. Describes crampy type abdominal pain. Was seen for gastroesophageal reflux disease. Objective: morbidly obese. X-ray shows increased fecal material. Assessment/plan: CT scan pending. On (B)(6) 2005 radiology-CT abdomen/pelvis. History: abdominal pain, partial bowel resection. Well-defined ovoid fluid collection measuring approximately 14.3 x 9.8 cm in transverse and ap dimensions. Fluid collection displaces the transverse colon posteriorly. Does not contain internal air and does not appear to be associate/connected to bowel. Along its anterior margin, there are some curvilinear radiopaque densities that may represent mesh material. May represent large seroma from possible previous hernia repair if this linear radiopaque density does represent mesh material. If patient has clinical history of fevers or elevated white count, abscess could be consideration but I suspect considerably less likely. Impression: well-circumscribed fluid collection identified within anterior midabodmen as described above, probably related to resolving hematoma/seroma from prior postsurgical change. On (B)(6) 2005 (B)(6) medicine center. (B)(6), md. Office notes. Followup cat scan. Bloating. Had hernia repair in mid to late 1990¿s. Then had abscess complicating this. Had repeat surgery in 2001 per patient. Cat scan demonstrated ovoid fluid collection associated with abdominal wall. Fairly large at 15 by 10 cm. Weight is 344. Plan: return to dr. (B)(6)of general surgery. On (B)(6) 2005 [missing records: records for ER visit were not provided.] On (B)(6) 2005 (B)(6), md. Office notes. Repair of very large midline abdominal incisional hernia. Used large piece of dual mesh. Has done well since until month or so ago. Developed worsening abdominal pain over period of 24 hours. Caused him to go to emergency room. CT scan of abdomen obtained. Showed fluid collection below mesh. No evidence for recurrence of hernia. Past medical history: borderline diabetes, morbid obesity. Past surgical history: colectomy 1997. Social history: smokes pack of cigarettes a day. Denies alcohol use. Current medications: glucophage. Diagnostic studies: CT scan shows roughly 10 x 15 cm fluid collection below mesh used in hernia repair. Mesh appears to be in place and intact. No evidence for hernia. Appears to be unilocular collection. No surrounding enhancement. Impression: intra-abdominal seroma beneath the mesh used to repair large incisional hernia. Refer to interventional radiology for drainage of seroma. Imperative they do no put drainage catheter through mesh. Will instruct them to go above or below edge of mesh. I would prefer they insert it from above if possible. There is risk of infection. Risk seroma could reaccumulate. On (B)(6) 2005 (B)(6). Procedure report. Description: percutaneous abscess/fluid drainage. History: anterior abdominal fluid collection surrounded by mesh anteriorly. Description: the procedure was performed conscious sedation, local anesthetic, and sterile conditions. CT localizing axial images were obtained. The skin was marked, prepped and draped, and anesthetized with 1% lidocaine. An 18-gauge needle was passed from a cephalad approach into the collection and the guidewire was placed. Over the wire, serial dilations were made and a 10-french pigtail drain was placed. The drain was sutured to the skin and placed to bag drainage. A total of 1300 cc of opaque yellow fluid were removed and a sample was sent for culture and sensitivity. The patient was give flushing instructions and told to call in one week to report net drainage. Impression: CT-guided placement of a drain in an anterior wall fluid collection. On (B)(6) 2005 (B)(6). Anaerobic culture. Specimen description: aspirate anterior body wall. Culture observation: no anaerobes isolated. On (B)(6) 2005 (B)(6). Fungus culture. Specimen description: aspirate anterior body wall. Culture observation: no growth 31 days. On (B)(6) 2005 (B)(6). Aspirate culture. Specimen description: aspirate anterior body wall. Gram stain: rare wbc¿s seen, few pmn¿s seen, no organisms seen. Culture observation: no growth 5 days. On (B)(6) 2007 (B)(6). Wbc 14.2 (3.5-11.0). On (B)(6) 2007 (B)(6). Blood culture. Positive culture: aerobic bottle positive with gram positive cocci in pairs and clusters. Anaerobic bottle remains negative. Culture observation: micrococcus luteus/lylae. On (B)(6) 2007 (B)(6). Radiology-CT abdomen/pelvis. Fluid collection at level of hernia repair decreased compared to previous study. Measuring approximately 12.6 x 3.4 cm. Previously measuring approximately 15.5 x 9.4 cm. New fluid collection inferior to mesh material measures approximately 12.2 x 6.7 x 12.2 cm. Impression: no change in adenopathy throughout abdomen and pelvis. New fluid collection seen inferior to the mesh material within the subcutaneous tissues. Fluid extends to the inferior aspect of pannus. It could represent fluid within a new hernia sac as there is evidence for new herniation of mesentery to the left of this fluid collection within the inferior pannus below the level of the hernia repair. It could represent an abscess collection. May represent extension of fluid within the subcutaneous tissues from longstanding seroma at level of hernia repair. There is now new air collections within the fluid collection at level of the mesh material that would be of concern for evolving inflammatory process. No obvious fistulous formation from bowel. No herniation of bowel loops seen into subcutaneous tissues of anterior abdominal wall. On (B)(6) 2007 (B)(6) hospitals. (B)(6), do, facs; (B)(6), md (resident); (B)(6), md. Operative report. Preoperative diagnosis: infected mesh and hernia. Postoperative diagnosis: infected mesh and hernia with abdominal wall abscess. Name of procedure: removal of infected mesh. Incision, drainage and debridement of abscess. Repair of hernia with alloderm mesh. Anesthesia: general endotracheal anesthesia. Specimens: infected gore-tex dual mesh. Complications: none. Operative findings: infraumbilical incisional hernia with approximately 600 ml of the abscess within the lower abdomen and surrounding the mesh. Indications for procedure: the patient was admitted to the hospital by the family medicine service and a resultant surgical consult was instituted. The patient was having some abdominal wall pannicular cellulitis. The patient subsequently underwent a CT scan which revealed an abscess within the panniculus. Also the patient was noted to have some air and fluid around the previously placed ventral hernia mesh. This was placed by a different surgeon in 2002. The patient is a diabetic and had some leukocytosis. The risks, benefits and alternatives to incision and drainage and possible removal of this infected mesh were discussed with the patient and a lengthy and detailed informed consent was obtained. Description of procedure: ¿after informed consent was obtained, the patient was taken to the or suite. The appropriate lines and monitors were applied as well as sequential compression devices to the lower extremities. General endotracheal anesthesia was then employed. Foley catheter was inserted and the abdomen was prepped and draped in the usual sterile fashion. Over the patient¿s indurated skin involving his lower midline incision, an incision was made vertically. Immediately purulent fluid was extruded approximately 600 ml of creamy purulent fluid were removed from this large cavity into this patient¿s panniculus. The patient¿s previous mesh was noted to be readily visible and bathed it in this purulent fluid. The incision was extended to an area above the umbilicus. Using blunt and sharp dissection, the mesh which was only partially incorporated, was removed by cutting ethibond sutures circumferentially. The mesh was removed in total and passed off the procedure field for permanent sectioning. The wound was then irrigated with copious amounts of sterile saline. The patient was noted to have a hernia sac at the lower aspect of his midline incision. This was dissected down to the fascial level. The fascial levels were freed up circumferentially along the lower aspect of the incision and redundant hernia sac was excised and we began repair using an alloderm mesh. The defect measured approximately 7 x 10 cm. Alloderm piece of mesh was cut to fit the defect and placed as an underlay using #1 prolene suture. This was done is a u stitch fashion securing the mesh circumferentially. Redundant hernia sac and fascia was then approximated over the alloderm mesh using a #1 prolene as well. The abscess cavity was then debrided. The skin around the umbilicus at the upper aspect of our incision was approximated with staples. The wound was then packed with kerlix gauze and moist to dry dressing. The patient was extubated and taken to recovery room in stable condition. I was present and participated in the entire procedure.¿ on (B)(6) 2007 [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2007 procedure was not provided.] On (B)(6) 2007 (B)(6) hospitals. Implant record. Alloderm regenerative tissue matrix. On (B)(6) 2007 (B)(6). Miscellaneous culture. Specimen description: wound abdomen abscess. Gram stain: few wbc¿s seen, few pmn¿s seen, no organisms seen. Culture observation: no growth 5 days. On (B)(6) 2007 (B)(6). Anaerobic culture. Specimen description: wound abdomen abscess. Culture observation: no anaerobes isolated. On (B)(6) 2007 (B)(6). Fungus culture. Specimen description: wound abdomen abscess. Culture observation: no growth 28 days. On (B)(6) 2007 (B)(6). Wbc 15.6 (3.5-11.0). On (B)(6) 2007 (B)(6). Wbc 11.9 (3.5-11.0). On (B)(6) 2007 (B)(6). Fungus culture, blood: no growth. Blood culture: no growth. On (B)(6) 2007 (B)(6) hospitals. (B)(6), md; (B)(6), do, facs. Discharge summary. Discharge medications: IV vancomycin, IV ertapenem. Discharge instructions: follow up with infectious disease 3-4 weeks, dr. (B)(6) 1 week. Activity: ad lib. To be discharged home with PICC line plus wound vac. Will be instructed by home health. On (B)(6) 2007 (B)(6), do, facs. Letter to (B)(6), do. Doing quite well, tolerating wound vac dressing changes at home. 244 pounds. Abdomen soft, nontender, nondistended. Open area of wound has good bed of granulation tissue no signs of cellulitis. Going to complete course of antibiotics under infectious disease¿s direction on saturday. See back one week. On (B)(6) 2007 (B)(6), md; (B)(6), md. Office notes. Doing well. Abdominal wound healing. Wound vac is applied and changed three times per week per home health. Staples in place. Objective: abdomen obese and wound vac roughly 2 inches in circumference and located in inferior abdominal wall. Plan: refer to gi clinic for colonoscopy because remote concern for crohn¿s disease on prior endoscopy. We do not suspect this was etiology of current issues as there is no other evidence of fistulous process. On (B)(6) 2007 (B)(6), do, facs. Office notes. No apparent distress. 360 pounds. Has good granulation over lower midline incision with depth of approximately 1 cm at one point. Will change to wet-to-dry dressings at this point, follow up two weeks. On (B)(6) 2008 (B)(6) medical center. (B)(6), md. Office notes. Early satiety. Assessment/plan: early satiety, consider repeat hematoma/seroma. Cat scan. On (B)(6) 2008 (B)(6). Radiology-CT abdomen/pelvis. Impression: no evidence for acute abdominal or pelvic process. Previous infected graft material has been removed with complete resolution of the fluid collection seen at level of hernia repair and within subcutaneous tissues of lower abdominal wall. On (B)(6) 2008 (B)(6) medical center. (B)(6), md. Office notes. Evaluation of abdominal pain. CT scan from (B)(6) 2008 demonstrates no evidence of seroma/hematoma. Assessment: abdominal pain probably related more to reflux and ulcer disease. On (B)(6) 2011 (B)(6) medicine center. (B)(6), md. Office notes. Epigastric abdominal fullness, soreness. Nausea with 2-3 emesis/week, bloated. History of large seroma intrabdominal related to infected hernia graft. Since then graft has been removed. Abdomen minimal epigastric tender to palpation. Plan: start protonix, ordered abdominal ultrasound to assess for possible return of abdominal seroma. (B)(6) 2011 [missing records: abdominal ultrasound report was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information." It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2002 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2007, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection with abscess, wound vac, mesh removal. Additional event specific information was not provided.